Event description:
On (B)(6) 2012, this pt underwent endovascular repair of a mycotic saccular aneurysm using gore excluder aaa endoprosthesis featuring c3 deployment system. The trunk-ipsilateral leg component was deployed via the left side, and the contralateral leg component was deployed via the right side. When the proximal end of the trunk-ipsilateral leg component was deployed the contralateral gate did not fully open. This appeared to be due to the diameter of the aorta at the position of the gate and the angulation of the aorta. The device was constrained and then repositioned to allow the gate to fully open. The contralateral leg component was then partially deployed in the 12fr sheath. The sheath was then withdrawn and the contralateral leg component stayed in place. No complications were observed. Upon completion angiography, a flow lumen irregularity in the right proximal external iliac artery was seen. A bare metal balloon mounted stent was deployed which appeared to rectify the flow lumen irregularity. Upon closing the access site, the closure device on the left groin failed - a cut down was then performed to repair the access site. Post procedure computed tomography on (B)(6), 2013 allegedly showed a compression of one of the excluder limbs in the distal aorta. No further action has been reported.